Event description:
It was reported that a patient underwent a revision procedure approximately 8 years post implantation due to metallosis and dislocation. The glenosphere was replaced, as well as the poly liner. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10: 36mm ã¿ glenosphere cat# 00434903611 lot#63133133. G3: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h10, h11. Visual examination of the provided picture identified a glenopshere and poly. The image does not confirm the reported event. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 36mm ã¿ glenosphere cat# 00434903611 lot# 63133133. 12mm ã¿ 130mm length humeral stem cat# 00434901213 lot# 63171991.

Event description:
It was reported that a patient underwent a revision procedure approximately 8 years post implantation due to metallosis, dislocation, as well as stem/liner disassociation. The glenosphere was replaced, as well as the poly liner. Attempts have been made and no additional info is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 the following section was corrected: d9 h10: related report number: 0001822565-2024-01724-3 0001822565-2024-03218-1 visual examination of the returned product identified signs of use and wear and tear. The poly liner returned has damage to the outer surface with gouging and scratches. There is also some gouges around the outer edges of the ID. No measurements were taken of the poly liner due to the damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.